Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A review of the rv pace impedance trend indicates that the measurements have gradually increased from the approximately 700 ohm range to the approximately 1100 ohm range over the past year. Boston scientific technical services (ts) indicated that this is out of range as the high end of pace impedance expected for this lead is 800 ohms. There is no noise observed and the sensing is stable. In addition, the auto threshold feature was noted to be programmed on and there has been only a small 0.5 volt increase in the threshold. Ts provided guidance to the healthcare provider (hcp) that this is likely some clinical change in the lead to heart tissue interface, like scarring or calcification. Ts indicated that if the impedance measurements continue the upward trend, they may want to check the impedance and threshold in the unipolar configuration and consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. In addition, ts noted that they could program on the non-sustained ventricular tachycardia (nsvt) alert and continue to monitor for noise. The lead remains in-service. No patient symptoms or adverse patient effects were reported.